Event description:
The manufacturer received information that a trilogy ev300 ventilator failed the active exhalation verification final test during scheduled periodic maintenance. There was no patient involvement, and no allegation of patient harm or injury was reported, as the device was not in patient use at the time the issue was identified.during third-party remote clinical support, the service engineer recommended replacement of the 3-way solenoid valve to address the reported issue. The customer ordered the replacement part and completed the repair. Following the repair, the device successfully passed all final functional testing and was returned to service. No further adverse events have been reported.

Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.